Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. After being hospitalized for 16 days for the peritonitis event, the patient was discharged. It was reported that the patient was recovering from the peritonitis event. Additional information was requested, but is not available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was treated with fortaz (intraperitoneally (ip), 2 gram, each night) for the event of peritonitis. The patient was discharged from the hospital after six days. Seven days after the discharge from the hospital, the patient was again diagnosed with relapsing peritonitis manifested with nausea, vomiting and clear effluent. On the same day, the patient was again hospitalized for the event. On the same day, the patient was treated with gentamycin (ip, 80mg, each night) and cipro (orally, dose and frequency not reported) for peritonitis. The patient was discharged from hospital after four days. The patient was recovered from the relapsing peritonitis after seventeen days. At the time of this report, the patient was taking tazicef (1 gram, daily, ip), gentamicin (2 ml, daily ip) and levaquin (250 mg, 1 tablet daily, orally) for relapsing peritonitis. The last dose of these antibiotics was supposed to be four days after the recovery from the relapsing peritonitis. On an unreported date, the patient was retrained on aseptic technique. Should additional relevant information become available, a follow up report will be submitted.